Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/31/2017, that on (B)(6) 2017, the patient experienced a system check followed by a black screen on the receiver. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.